Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was inserted and after starting the cp, high motor current, high lv pressures, and approximately equal flows in systolic, diastolic and middle occurred. The values normalized over time. The intervention was successfully completed.

Manufacturer narrative:
The investigation of saturated flow has been completed. The returned product was inspected and no biomaterial was observed in the purge gap. The pump was run in the lab and saturated flows reproduced. The pump was torn down and there was no biomaterial seen under the impeller, in the bearing or around the motor no data logs were provided for the case. The root cause of the saturated flow was unable to be definitively determined as no data logs were provided for the case and no conclusive results from returned product evaluation were obtained.